Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to loss of consciousness. The caller stated the customer's heart stopped but was restarted, but they never regained consciousness. The cause of death was still unknown. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer's passing was sudden per the caller. The customer was kept on life support for 2 days before being declared brain dead. The caller declined to return the insulin pump for analysis.